Event description:
This pt had a sling procedure with a total vaginal hysterectomy and bilateral salpingo-oopherectomy preceding it, but all during the same. Following the procedure, the pt experienced a large amount of vaginal bleeding. They were brought back to the or and the physician "looked into the abdomen" to investigate the source. The bleeding was isolated, but they reportedly saw no signs of the mesh. Post operative cystoscopy was also performed and the cavity was clean. The pt is now experiencing pain. The bleeding was identified as being related to the hysterectomy and was completely controlled during the trip back to the o.r. The mesh was apparently either removed or resected in order to treat vaginal extrusion of the mesh.